Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to communicate) has been confirmed. Upon investigation the monitor was unable complete essential performance testing. The monitor's electrode belt receptacle pulse pin was damaged and not making contact with the belt. The root cause for the damaged receptacle was unable to be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to communicate with an electrode belt.